Manufacturer narrative:
The customer reported that this central nurse's station (cns) is stuck in a boot loop. According to the customer, the unit will start to load the application then it shuts back down. The issue began after a ups failure that happened the other day. The customer replaced the ups; however, the issue remains. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 07/08/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 07/09/2025 I called bill to get model and serial numbers of any device(s) the reported device was connected or related to. Bill stated he had no knowledge of any device connected to the reported unit.

Event description:
The customer reported that this central nurse's station (cns) is stuck in a boot loop. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) is stuck in a boot loop. According to the customer, the unit will start to load the application then it shuts back down. The issue began after a ups failure that happened the other day. The customer replaced the ups; however, the issue remains. There was no patient injury reported. Investigation summary: the unit was returned for evaluation. The root cause was determined to be hdd degradeation and corrupted software. The hdds were replace, re-imaged and the system was re-tested to manufacturer specifications. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 07/08/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 07/09/2025 I called (B)(6) to get model and serial numbers of any device(s) the reported device was connected or related to. (B)(6) stated he had no knowledge of any device connected to the reported unit. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type? H3 device evaluated by manufacturer? H11 additional manufacturer narrative.

Event description:
The customer reported that this central nurse's station (cns) is stuck in a boot loop. There was no patient injury reported.